Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found an outer insulation abrasion at 51.9 cm to 52.2 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.